Event description:
The nurse moved the patient into a bedside chair. A second nurse leveled the cerebro-spinal fluid (csf) drain and collection container. When it was leveled properly, she tightened the clamp to the pole (the usual procedure). About 15 minutes later, the patient summoned the staff with the bedside call light and reported hearing something fall behind her. Soon after she heard it fall, the patient said that she experienced a sudden onset of severe headache and sweating. (She was still sitting up in the chair). The two nurses quickly noticed that the csf drainage container had slid down the IV pole and was well below the level that it should be safely kept at. The drainage system was appropriately left open and had a rapid output of 24cc of csf in 5-10 minutes with change in the color of the csf from clear to pink (indicating a small amount of blood). The drain clamped was immediately clamped and the patient was placed back in bed and put in a flat position. The nurse practitioner saw the patient within minutes, assessed the patient's condition, and ordered a head CT scan. The patient reported ongoing relief from the headache until it finally resolved while she remained flat in bed; she has experienced no further headache complaints since then. Went to head CT; no bleeding noted on the scan. This is an equipment malfunction because the clamp should be able to hold the weight of the drainage container. This clamp is a new product (three pictures have been sent to medsun/FDA). Two of the photos are the large pole clamps that are presently on other mgh pole mounted devices, like the infusion pumps and enteral feeding pumps. These do not "slip" because of the configuration of the large clamps. One other photo is of the "screw" type clamp that is on the pole mount csf drain. The small and smooth surface area that can slip. Manufacturer response for pole clamp, integra IV pole clamp (per site reporter): integra, neurosurgery specialist (B)(4) has communicated with the cns on the nursing unit. The device is available for his retrieval.